Event description:
It was reported that immediately after deployment of an endovascular stent graft in a stenosis of a fistula in an arm, the stent graft moved approximately 4 cm from the target site. Reportedly, after the target site was successfully predilated, the physician deployed the stent graft without any difficulties. The physician removed the delivery system and then noted that the stent graft had moved approximately 4 cm from the intended site. The stent graft was deployed close to the arterial anastomosis and it moved toward the venous anastomosis. The physician post-dilated the stent graft and left it in place. Another stent graft was used for treatment of the target site. There was no pt injury.

Manufacturer narrative:
The stent graft remains implanted and, to date, the delivery system has not been returned for eval. The event investigation is currently underway.